Event description:
Report rec'd with returned product indicating that device was explanted due to possible inflammatory reaction to the catheter. On follow-up with the health care provider, the pt began experiencing gradual progressive symptoms of leg numbness and difficulty with bladder control. A myelogram computerized tomography scan was performed which was interpreted as normal. A spinal fluid sample was taken which showed a white blood cells of 268 (monocytes) and total protein of 488. The pt's pump was stopped and the morphine withdrawn to allow the pt to have an magnetic resonance imaging performed, which was not remarkable. Based on the results of the spinal fluid analysis, it was determined that the pt was having a inflammatory reaction to the intrathecal catheter, and it was decided to remove the device in hopes of reversing the inflammatory process. The device was explanted with the pt experiencing no complications during surgery.